Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received without the original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. During the functional testing the sample was filled with colored water using a syringe to detect any leakage. The test did not present any leaks; thus, the complaint was not confirmed. No root cause could be determined since the complaint was not confirmed. No action was taken since the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir leaked. No adverse effects were reported.